Event description:
A caller reported an error with their continuous glucose monitor, indicating a cgm error 42. After receiving guidance from technical support, the caller performed a pump reset. There was no adverse impact to the customer's blood glucose level as a result of the incident. The error did not reappear after the reset, and the caller successfully started their sensor session.